Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the shunt sensor leaked. The product was not changed out. There was a minimal amount of blood loss. The surgery was not delayed and was completed successfully. There was no pt injury.

Manufacturer narrative:
Terumo has not yet rec'd the actual device, and will be submitting a f/u report when more information becomes available. (B)(4).